Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they have been very sick for the last 3 weeks with sinusitis, acute bronchitis and asthma and they are finally starting to feel a little better. Patient stated they are on all kinds of meds and albuterol treatments and she is finally feeling like they can breathe after steroids and antibiotics. Patient reported every time they try to charge the implanted neurostimulator she is feeling heat and burning on one side of the paddle and wires are uncovered / coming out on the other side. The issue was not resolved. A request was sent to the repair department to replace the recharger device.

Manufacturer narrative:
H3: analysis of the product ID 97755 serial# (B)(6), revealed no device found message and scrapped due to failing bench test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.